Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a spot on the lung and breathing issues. The patient did report receiving medical intervention and reported seeing a lung specialist. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the visualization of a spot on the lung and breathing issues.an issue related to a bipap device's sound abatement foam became degraded and caused spot on the lung and breathing issues. The patient did received medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow-up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. The pms clinical expert reviewed the reported event of patient that he has spots on his lungs. This event is assessed as not related to the device in this case. Section h6 updated in this report.